Event description:
It was reported by service report that the unit has broken patient right siderail that will not latch up. It is unknown if there was patient involvement or if there are adverse consequences to report.